Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The patient stated that on the morning of (B)(6) 2020, her blood sugar ¿crashed¿ (no specific cgm or bg levels provided), and she did not receive any alerts from her mobile device or her receiver. She had been watching television with her husband and then went into convulsions. There was no information provided about any medical intervention having been required. At the time of the report the following day the patient was awake, alert, and having no further issues. Per dexcom technical support troubleshooting with the patient, she had experienced a signal loss at the time of the event. Additionally, it was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for evaluation. A review of the share logs was performed, and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.